Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in high blood glucose levels. A bend/tear was in the exposed cannula. Although damage to the cannula was observed, it is unclear when the tear occurred. No other defects or deficiencies were found during the investigation.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 16.7 mmol/l (300 mg/dl) after wearing the pod between 4 and 24 hours on the arm. To treat their elevated bg levels, a new pod was applied and a correction bolus was delivered through the device. After doing so, the patient's bg levels dropped down to 10.9 mmol/l (197 mg/dl). No further information was provided.